Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.

Event description:
Reported 9 false positive flu b results, 90-100 tests performed a day. The customer communicated the results were confirmed negative by molecular (pcr testing).